Event description:
Upon infant delivery by cesarean section, the pediatrician in attendance noted that the infant still had the tip of the scalp electrode wire in scalp. The hub had broken off from the wire, the scalp electrode was removed. Evaluation of the device revealed what appeared to be a defective probe where wire had disconnected itself. Area on scalp healed without complication.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.